Event description:
It was reported that the procedure was to treat re-stenosis of a lesion previously treated with a non-abbott balloon. The lesion was in a vessel between the elbow and the wrist with mild tortuousity and calcification. The fox cross balloon was advanced and inflated; however, the balloon ruptured during the first inflation of 12 atmospheres. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: ultradiamond 6.0. Guide wire: radifocus. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. In this case, it may be possible that the balloon rupture is related to interaction with the lesion site which was reported to have mild calcification. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. In this case, without having the fox cross to examine a conclusive cause could not be determined. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally a query of the complaint handling data base for the reported lot was performed and revealed no other incidents. There is no indication of a product quality deficiency.